Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause of the teflon pad damage could be attributed to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted at the tip and exposed metal. It was also reported that a "short circuit" error message displayed. The procedure was completed using a different thunderbeat device. No patient injury occurred. This is report 1 of 2.

Manufacturer narrative:
The thunderbeat was returned to olympus for evaluation. The evaluation was able to confirm the reported device malfunction. A visual inspection was performed and found the teflon pad severely worn and partially separated from the jaw, exposing metal. In addition, the jaw was found misaligned causing the probe tip to come in contact with the side of the jaw when fully closed. As a result, a ¿short circuit error¿ message was observed. Based on the investigation findings, the root cause of the reported device malfunction have been attributed to insufficient or no tissue between the probe and jaw when the device is activated.